Event description:
It was reported to boston scientific corporation that a ureteral axxcess catheter was used in a cysto retrograde procedure on a patient that occurred in 2008. During the procedure, while in the left ureter, the catheter broke into three pieces. One of the three pieces, approximately 2cm in size, was removed from the bladder. The piece was retrieved with graspers (unknown). The case was completed with another of the same device. According to the complainant, there were no patient complications due to this event.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.